Event description:
It was reported that a patient who underwent posterior fixation spinal surgery using rods, hooks, and screws had a possible delayed-type hypersensitivity reaction to the metals in the implants. Reportedly, revision surgery may be required; however, it has not taken place yet.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.